Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to failure to capture and increased impedance. New lead was implanted. No additional adverse patient effects